Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The actual device was not investigated because this failure is a known issue. A CAPA was initiated for tip breakage for this batch and investigation showed that the failures for this lot may be related to the supplier's manufacturing process. A scar has been issued to the supplier to further investigate the issue.

Event description:
In this event it was reported that a pair of palodent plus forceps broke at the tip; no injury resulted.